Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged usb port and a burnt usb port interface. A receiver charge and boot was performed and failed due to receiver not turning on. The receiver case was opened, and an internal visual inspection was performed and failed due to burn damage caused by an electrical short. Confirmation of the complaint was confirmed. The probable cause could not be determined.